Manufacturer narrative:
(B)(4): the plate was returned for eval. The spring was discarded at the hosp. Visual inspection confirmed the ratchet spring retention pocket feature broke and the ratchet spring was missing. Microscopic inspection of the fracture surface revealed a fairly brittle fracture with no indication of fatigue. The fracture surface river lines and direction of material movement suggest tensile overload. Deep ratchet spring indentations were noted in the ratchet spring pocket. Asymmetrical abrasions were noted on the slide area of the component which interfaces with the end component suggesting tensile load may have been off center axis of the implant. Witness marks, material deformation, and a crack on the interfacing end component also suggest tensile overload. X-rays were not provided. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent cervical fusion from c3 to c5 with instrumentation. The translational plate was fully extended during implantation. Three to four months later the pt underwent c4 corpectomy posteriorly with instrumentation from c3 to c6. Reportedly, there was no hardware failure prior to revision surgery. During removal of the translational plate it was discovered the ratcheting spring was missing from the plate. The plate broke as it was removed from the pt. The rachet spring was retrieved from the pt. No fragments were left behind in the pt. Reportedly fusion had not occurred. No additional pt complications were reported.